Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen would respond in a different area of the screen than what was selected making navigation through pump menus difficult. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.